Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, migraine, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2017, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2013, patient had a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.